Event description:
Boston scientific crm received information that the implantable cardioverter defibrillator (ICD) implanted with this lead was eroding through the pocket. The device was successfully explanted. There was no evidence of an infection, therefore the lead was capped and the device will be replaced at a future date.

Manufacturer narrative:
Should additional information become available, this event will be updated.